Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner ¿ part and lot unknown, unknown shell ¿ part and lot unknown, unknown stem ¿ part and lot unknown, therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2018 -05036, 0001822565 -2018 -05037.

Event description:
It was reported that patient is being considered for revision at a unknown amount of time post implantation for unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: reported event was unable to be confirmed due to limited information received from the customer. Review of x-rays provided shows patient has dislocation of the right hip along with malpositioning, lucency of the acetabular component and extensive heterotopic ossification which appears to bridge the joint space with possible bony fusion. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.